Manufacturer narrative:
H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.

Manufacturer narrative:
The device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data will be performed in view of supporting the identification of possible causes for the adverse event.

Event description:
On (B)(6) 2020 the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac). The angle of the patient's proximal aortic neck was reported to be 70-80 degrees. The physician reportedly chose to use a ctag-ac in order to properly position the device against the patient's angulated proximal aortic neck. The device was inserted into the patient while rotating so that the radiopaque proximal alignment marker was positioned on the greater curvature side of the patient's proximal neck. After deploying to the intermediate diameter of the stent graft, angulation control was performed full rotation. After the complete deployment of the stent graft, when the delivery catheter was removed, the tip of the catheter became caught on the partially uncovered stent row of the ctag-ac device. The physician manipulated the delivery catheter up, down, and rotated it several times. It was reported that when the physician pulled the delivery catheter down, the proximal edge of the ctag-ac device bowed inward along with the delivery catheter tip. When the physician moved the delivery catheter up, the partially uncovered stent row of the ctag-ac device appeared to straighten. After an unreported amount of time the catheter was able to be removed. No leading olive detachment was reported. The physician had no comment on the suspected cause of the delivery catheter becoming caught on the partially uncovered stent row. No device migration was noted. The patient tolerated the procedure.

Manufacturer narrative:
Results code 2 updated. Results code 2: code 213 - the engineering evaluation showed the following: per the manufacturing evaluation, the device met all pre-release specifications and there are no capas or ncrs related to this event. Due to the reported description that the catheter was caught on a partially uncovered stent following deployment, there is potential that a proximal apex was mechanically wedged between the catheter and olive and did not separate during deployment. The root cause may be attributable to the manufacturing process cmds curves olive bonding. No device evaluation could be performed as the delivery catheter was discarded at the facility. A root cause for the tip of the catheter becoming caught on the partially uncovered stent of the ctag-ac cannot be determined with the currently available information. Conclusions code 1 updated.